Event description:
A report was received that the patient had an infection at the ipg site. The symptoms were pus and the pocket site was painful. The patient underwent an explant procedure. The physician believes the infection was procedure related and not device related. The patient was given oral bactrim and ceftriaxone antibiotics, in addition to IV antibiotics. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with plantnalock technology - 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.